Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6), 2021, plaintiff underwent placement of an angiodynamics smartport product, reference number (B)(4), and lot number 5660558. The device was implanted by dr. Kelli jo moore, md at university hospital in columbia, missouri for the purpose of chemotherapy. On or about (B)(6), 2021, plaintiff was diagnosed with a dvt of the left subclavian vein. On or about (B)(6), 2021, plaintiff presented to the emergency room due to pain at the port site. On or about (B)(6), 2021, plaintiff's port was removed by dr. (B)(6), md at (B)(6) missouri. Out of precaution, the port was sent to obtain cultures. On or about (B)(6), 2021, plaintiff was diagnosed with a pulmonary embolism in the right lower lobe. On or about (B)(6), 2021, plaintiff's cultures from her april 17 port removal surgery came back positive for mssa bacteremia.